Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, the load caught in the middle of the shot. A new reload was used to complete the case. There was no injury caused to the patient and no medical intervention was required.